Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Device not explanted. Unable to provide the date of MFR as no product was received and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
During an acdf procedure, level c4-5, c5-6, the surgeon was impacting to insert 7.0mm peek cr spacer. The peek cracked at one corner. Surgeon did not remove the plant.